Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recr2946 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during an infusion of drug it was verified an extravasation. No other info reported.